Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp was placed but the limb accessed had signs of limb ischemia. The team observed the leg to have lost pulses. There was knowledge that the patient had a history of peripheral vascular disease. The team discussed possible explant and care escalation to the 5.5 pump but, instead the family declined any further interventions and the patient expired while on support. Critical limb ischemia in a patient with cardiogenic shock. Association of effect on patient outcome could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. Potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.